Event description:
It was reported that the clinical info center (cic) shut down following a power outage, resulting in a loss of telemetry monitoring for 1 hour, 45 minutes affecting 8 pts. The power loss was reportedly caused by lightning that struck the building and damaged the uninterruptible power supply (ups). There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.